Event description:
In 2009, the pt underwent a treatment, using gore tag thoracic endoprosthesis to repair a thoracic descending aortic aneurysm. A 22 fr gore introducer sheath with silicone pinch valve was inserted from the right femoral artery. The pt tolerated the procedure. The next day, at noon, the physician confirmed favorable recovery of the pt and transferred the pt to the general ward. The same day, in the afternoon, the condition of the pt changed suddenly. The pt suffered cardiopulmonary arrest and in shock state and the pt expired. The CT images revealed that the pt's abdominal cavity was full of blood, and the cause of death was announced a shock due to a massive hemorrhage.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.